Event description:
The initial attorney report alleged adhesions, obstruction, folded mesh and explant after the implant of composix kugel. The following is based on medical records provided by pt's attorney: (B)(6) 2003 - pt underwent repair with composix kugel mesh. On (B)(6) 2003 - admitted for suspected wound infection. I&d of abscess, debridement of necrotic tissue; separation of mesh noted. An enterotomy was brought out through a separate incision as a loop colostomy composix kugel was removed. On (B)(6) 2003 - ostomy appears healthy. Midline incision looks good, good bed of granulation tissue. No cellulitis or evidence of infection. Hernia noted to be causing colostomy bag to slip. On (B)(6) 2003 - admitted for wound infection and lg incisional hernia. Colostomy takedown performed. On (B)(6) 2003, (B)(6) 2004 - colostomy healed, no signs of infection, lg incisional hernia. On (B)(6) 2004 - repair of lg ventral hernia w/composix mesh, reinforcement of fascia w/bard flat mesh. On (B)(6) 2004 - exploratory laparotomy with lysis of adhesions. Flat mesh noted to have a portion folded and adherent to bowel. Sm portion of mesh resected. On (B)(6) 2004 - incision well healed, no signs of erythema. On (B)(6) 2004 - small bulge along left side of abdomen, recurrent. On (B)(6) 2004 - repair of recurrent hernia w/ 2nd composix mesh. Composix mesh was sewn on top of previously placed flat mesh. On (B)(6) 2004 - no signs of infection, moderate seroma. On (B)(6) 2005 - lg reducible hernia in lower abdomen. On (B)(6) 2006 - repair of recurrent incisional hernia w/ 2nd flat mesh. The 1st flat mesh was identified and did not appear to be attached to fascia; mesh was removed. Composix mesh was noted intact and majority of the mesh incorporated, left in place. On (B)(6) 2006, (B)(6) 2007 - no signs of infection, seroma or recurrence.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the information provided it is unk whether the device may have caused or contributed to the reported event. Lusive. Based on the medical records provided, the pt underwent repair of a recurrent hernia with a second composix mesh which was sewn on top of the previously placed bard flat mesh. In (B)(6) 2006, the pt underwent repair of a recurrent hernia and the composix mesh was noted to be intact and left in place. Currently, it is unk if the mesh caused or contributed to the reported event. Following the implant of the composix mesh the pt developed a recurrence and an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A lot number has not been provided, therefore a manufacturing review is not possible. Additionally, the mesh remains implanted. Although a device failure was not indicated without additional information, no conclusion can be drawn. Information related to the recalled composix kugel mesh implanted on (B)(6) 2003 has been reported in accordance with (B)(4). See MDR 1213643-2012-00221 for information related to the first bard flat mesh implanted on (B)(6) 2004. No associated complaint with the composix mesh implanted on (B)(6) 2004 or the second bard flat mesh implanted on (B)(6) 2006.